Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned vertek arm will not hold position when set. The arm failed the device force test; the arm should hold with a downward force up to 14 lbs but slipped at 4.4 lbs. The arm also should hold with a side force up to 10 lbs but slipped at 3.8 lbs. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, purchasing, reported a site navigation system articulating arm that appeared to be stripped and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.